Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recurrent purulent drainage around the driveline exit site. A computed tomographic (CT) chest abdomen pelvis (cap) scan revealed soft tissue thickening around the driveline site. Both blood and driveline cultures were taken, and the results came back negative. The patient was treated with an antibiotic intravenously and was transitioned to an oral antibiotic prior to being discharged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include the additional patient signs/symptoms and clinical actions. Correction b7: relevant history was corrected to include a prior adverse event. Correction h6: patient ime code was corrected from e1906 to e0304, e1906. Patient imf code was corrected from f15 to f08, f12, f2303. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for fluid overload and was given intravenous (IV) lasix. The patient was subsequently found to have recurrent purulent drainage around the driveline exit site, and a computed tomographic (CT) chest abdomen pelvis (cap) scan revealed soft tissue thickening around the driveline site. The patient was treated with an IV antibiotic and later switched to an oral antibiotic. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and purulent drainage within the driveline exit site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for fluid overload and was given intravenous (IV) lasix.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event. Information reported by the site indicated that the patient had a recurrent purulent drainage around the driveline exit site. A computed tomographic (CT) chest abdomen pelvis (cap) scan revealed soft tissue thickening around the driveline site. The patient was treated with an antibiotic intravenously and later switched to an oral antibiotic. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, infection is a known potential complication associated with the implantation of an hvad pump. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and purulent drainage within the driveline exit site. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.